Manufacturer narrative:
The result image files were reviewed by an immucor technical specialist. The results visually appeared positive while the instruments interpretation of the results was negative. Customer was informed of the need to visually verify all negative antibody screening and identification results. An immucor service engineer also evaluated the instrument. As a precautionary measure, the camera module was replaced; performed service adjustments and checks; performed qc; and observed several tests without error. The instrument is operating as expected.

Event description:
Customer reported unexpected negative reactions with the antibody screening assay on the galileo echo instrument.